Event description:
The surgeon implanted an aa4204vf model lens but it tore as it was being inserted. The lens was removed and sutures were required for the incision. The facility indicated that the injector may have been the cause. An msi-tr injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility. This is the second lens used on this pt, the first lens also tore. A third lens was successfully implanted with a new injector.